Event description:
It was reported that the patient's implantable cardiac monitor (icm) was working it's way out of the incision following implant. Erosion was confirmed. It was believed the insertion site had not been closed properly. The icm was explanted and replaced. The patient was stable.